Event description:
It was reported that the prosthesis can`t be removed and remains solid in the handle. (Only with force possible). There was a delay of 30 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the prosthesis can`t be removed and remains solid in the handle. (Only with force possible). There was a delay of 30 min.

Manufacturer narrative:
An event regarding difficulty disassembling from a stem involving an accolade stem inserter/extractor was reported. The event was not confirmed. It is not believed that patient factors contributed to the reported event. The exact cause of the event could not be determined because the device was returned. An evaluation of the reported device is needed to complete the investigation for determining the root cause.